Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/16/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: if possible, please provide the lot number. Was the needle piece retrieved? What was done to retrieve the broken/detached needle? For example, switch to an open procedure, second surgery? If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? What is the patient¿s current health status and condition? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, at 11:32, after suturing the incision of the uterine muscle layer and knotting and cutting the suture, it was found that the problem of pulling off suture needle happened. Immediate search was conducted but the needle was not found. It was feared that the broken needle would be left in the patient's body. Contact the imaging department to take a bedside x-ray, but it was not found. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 11/4/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: after investigation, the patient was a female of unknown age. On august 19, 2024, cesarean section was performed to the patient in hospital. The surgeon used vcp359h for uterine sewing in the way of continuous suturing. Pull off suture needle occurred during knotting. The surgeon immediately removed the detached needle, and then compared the detached needle with the needle of the same product code of our company. It was found that the needle length was inconsistent (the detached needle was shorter). Then the patient was given intraoperative imaging examination, and no residual foreign body of broken needle was found. Therefore, the surgery was completed routinely. The patient was in a stable condition and no further adverse events were reported.